Event description:
Attribute to: gr.3 infections and infestations - other, specify infection: gr.3 febrile neutropenia. Study team was notified of patient admission (B)(6) 2016: this is a (B)(6) male with burkitt's lymphoma s/p chemotherapy da-repoch on (B)(6) + it chemotherapy cycle 5. He presented to the emergency center with complaints of neutropenic fever and diarrhea. The patient was admitted for further evaluation. Hospital course: ro with admitted to the inpatient lymphoma/myeloma service for further management of neutropenic fever and diarrhea. He was initiated in IV antibiotics in the emergency center. His blood cultures, urine cultures and chest x-ray were negative for any source of infection. His stool was positive for c. Diff. His antibiotics were de-escalated and he remained afebrile. His diarrhea resolved. The patient remained hemodynamically stable throughout this admission. General lab panel was monitored daily with electrolytes and blood products replaced as per institutional protocol. The patient was considered stable for discharge on (B)(6) 2016 8:57 am. At the time of discharge, the patient is alert, oriented x 3 and in no acute distress. Physician name: (B)(6). Complete adeers report is available: (B)(6).